Manufacturer narrative:
An event regarding loosening of a competitor total knee tibial component was reported and is the subject device of this event. An exeter stem was also revised to provide compatibility with the knee construct. Based on the information provided there is no indication or allegation that the stryker device reported in this investigation contributed to the event and is therefore considered concomitant. The exeter stem will be revised to facilitate a total femur implantation as a result of a failed competitor tkr. The surgeon wished to keep the exeter stem in place but it was not possible to design a stable knee replacement construct without removing the exeter stem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient specific implant prescription form was received for a right total femur for patient with diagnosis "failed tkr (revise thr above)" and additional notes "migration of tibial component. Long stem 220mm exeter stem with multiple dall miles cables above...total femur needed. Plan to leave acetabulum in place. Needs narrow cemented tibia". The patient has not yet been revised. Update: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. The exeter stem will be revised to facilitate a total femur implantation as a result of a failed competitor tkr.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant prescription form was received for a right total femur for patient with diagnosis "failed tkr (revise thr above)" and additional notes "migration of tibial component. Long stem 220mm exeter stem with multiple dall miles cables above...total femur needed. Plan to leave acetabulum in place. Needs narrow cemented tibia". The patient has not yet been revised.